Event description:
Report received of a clave leak. No specific clinical info was provided, but it was reported that the clave port leaked after it had been accessed with a syringe. There were no reported adverse pt effects. Multiple attempts were made to obtain further info, but no further info was provided.